Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that these types of events can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-06159 & 06160).

Event description:
It was reported that patient enrolled in a clinical study underwent a right femoral resurfacing procedure on (B)(6), 2008. Subsequently, patient experienced dislocation. There has been no reported revision procedure to date. A review of the invoice history confirmed the surgery date.

Manufacturer narrative:
Corrected data: event description ¿ patient was not enrolled in a clinical study. A retrospective clinical review identified the patient¿s event.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent a right femoral resurfacing procedure on (B)(6) 2008. Subsequently, patient experienced dislocation. There has been no reported revision procedure to date. A review of the invoice history confirmed the surgery date.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.